Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the y-connector of an IV tubing cracked and broke when a nurse was trouble shooting an occlusion alarm during an unspecified infusion on the bmt unit. The nurse had attempted to flush the line and get a blood return, then trying a heparin flush without results. When the nurse disconnected the line the connector cracked and came off completely. The tubing was replaced and the line was flushed in order for the infusion to continue. There was no patient harm.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection of the set under magnification observed a faint hairline crack on the hub (collar) of the distal luer lock. The crack ran the length of the collar, was 0.205 inches long; and opposite the injection gate. No tool, crush, or stress marks were detected around the damaged area. Further inspection of the set found no other damages or any issues. The luer was manipulated and the collar easily detached from the male luer. The root cause of the customer¿s report was not identified. The cause of the breakage is unknown.